Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective in a preloaded device. The timing of the event and patient impact are unknown. Additional information has been requested and received stating either the iol was missed by the injector, usually moving above or below the iol. The other issue being cited with the stiffness of the injector. The customer is not sure which problem went with what device. This is one of four reports for this facility.